Event description:
It was reported that the right atrial (ra) lead has increasing and high thresholds. The lead was reprogrammed, remained in use until lead revision. The lead was then removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead has high thresholds and high impedance with lead integrity warnings and superior vena cava (svc) warnings. The rv high voltage coils impedances were above the normal limits. The lead interrogated non-sustained ventricular tachycardia (nsvt) episodes showing noise. The lead was found to be oversensing with noise when the patient would move the left and right arm. The lead was suspect of a fracture. The lead was reprogrammed, remained in use until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.